Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited an electrical reset. The implantable pulse generator (ipg) was reprogrammed and remains in use. It was also reported that the right atrial (ra) lead exhibited a polarity switch and that the sensitivity setting was automatically altered to a less sensitive setting. The atrial lead also demonstrated high impedance and far field r-wave (ffrw) oversensing. The lead was reprogramed and remains in use. The right ventricular (rv) lead exhibited high impedance. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was data missing from the implantable pulse generator (ipg).